Event description:
Pt opened package of one touch ultra blue test strips 100's last week and found used test strips with blood on them. Pt's son states that there is no way that these were used by the pt and arrived this way. Pt used the test strips (with someone else's blood on them, not realizing they were used) and kept getting error message. Lot 3311963 and exp date 12/2013. Gave manufacturer phone number for pt to call as well. Dose or amount: test four times a day. Reason for use: diabetes.